Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The abiomed team in japan located a publication that notes an impella patient with a gastrointestinal bleeding (gi). The gi bleed was in a patient in japan in which the bleed occurred after coronary artery bypass grafting (CABG). The bleed resolved with the explant of the impella.

Manufacturer narrative:
The investigation for the gastrointestinal bleed has been completed. No product was returned for analysis. Limited case clinical details were provided. The root cause of the vascular damage peripheral vessel was not determined as limited clinical information was provided. Unknown relation to impella since the source of the bleed was gi related. The instructions for use for the impella states the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿